Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose was 38 mg/dl. Customer stated that the insulin pump had two motor error alarms and insulin squirting out during the prime process. Customer stated that the insulin pump had motor position encoder error. The insulin pump will be returned for analysis.